Event description:
It was reported by a patient that recently nurses have been encountering a lot of occlusion warnings with the flush feature after an intermittent infusion has been completed. The medication itself infuses with no issues but then when the flush feature pops up and the nurse hangs a flush, almost immediately the pressure starts to build up and then an occlusion warning occurs and end up having to go outside the flush feature and just running volume over time. Additional information was provided from a pharmacy that the nurse could be using prefilled syringes which should not be used. Currently, there are no prefilled flush syringes that are characterized for use on the syringe pump and so their use is not supported on the pump. Further information was provided by the patient that the nurse was using prefilled syringes. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
No product was returned for evaluation. An analysis was performed using information received from the customer. The investigation determined that the cause of the reported issue to be syringes that were not approved for use in the pump were being used. No serial number was provided; therefore, a device history record (DHR) could not be conducted. Additional information: h6 health effects health impact updated